Event description:
It was reported that the user treated a perceived low glucose of 90¿100 mg/dl with candy, which elevated glucose to 217 mg/dl while using the ilet system. The agent educated the user to announce meals based on carbohydrate intake rather than current glucose level and explained the reason for the subsequent hyperglycemia. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included review and analysis of user-reported information and communication, focusing on procedure adherence. Investigation of this case revealed no device problem, with a usage problem identified due to an improper method and failure to follow instructions. It was concluded, based on previously established findings for similar reports, that user error contributed to the event.